Event description:
It was reported that during routine follow-up; x-ray imaging revealed the left ventricular lead was dislodged. The lead was explanted and replaced. There were no complications to the patient during or post procedure.